Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up self-test were performed. The customer reported problem could not be duplicated. However, system fault 46,507 was found in pump ehl. Investigator reload and re-install the pump software to correct the reported problem.

Event description:
Information received indicating that a smiths medical cadd solis vip pump displayed system fault 45607. No adverse effects reported.